Event description:
Boston scientific crm received information that this device when last checked displayed a longevity estimate of less than 0.5 years of battery life. Recently this device was checked again and a longevity estimate of one year remaining was displayed. There were no parameter changes made. This device remains implanted and to date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.